Event description:
Customer reported an advantage system blood glucose result of 39 mg/dl. Treated self by drinking orange juice. Second result was 295 mg/dl within 10 minutes on the advantage system. He reported no symptoms and did not treat or act on the second result. No adverse event reported. A request was made for the return of the system, replacement was sent.